Manufacturer narrative:
The device is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR. It was reported that the ICD could no longer be interrogated 6 months after the implantation, during the follow-up. Another interrogation attempt and a device change-out are being planned. The device was not returned. No deterioration of the patient's state of health was reported.